Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited image blackout. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on historical data, possible causes include cuts in a rubber. The most probable cause of this complaint is traced to cause traced to component failure. Expected or random component failure without any design or manufacturing issue should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.